Event description:
During device preparation, a loss of rf telemetry was observed on the device. Technical support was contacted and the device firmware was re-installed and rf telemetry was restored. The patient was stable and will continue to be monitored.